Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (implanted) appears to be related to procedural condition. The reported migration was due to the device damage by another device. A cause for the reported worsening mr cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention was a result of case specific circumstance as the additional clip was implanted to stabilize the partially moved clip, the patient remained hospitalized, and transfer to surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip (41105r1101) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. It was noted that there was possible anatomy interaction. Tissue damage was suspected due to the increase in mr. To further reduce mr, an xtw clip (41004r1034) was successfully deployed. To further reduce mr, an additional clip (41018r1027) was inserted into the mitral valve. However, it was observed that the first clip had partial detached from the posterior leaflet. It was noted that there was a possibility that the additional clip came into contact with the implanted clip. The additional clip was then implanted to stabilize the first implanted clip. Mr increased to a grade of 4. Patient was then transfer to surgery. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.